Manufacturer narrative:
A4 - weight units (patient): weight unit not provided by initial reporter. H3: the device was not returned for analysis. The event history was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and the product confirmation cannot be performed. Therefore, this investigation was unable to determine the probable root cause.

Event description:
It was reported that the patient with diabetes (pwd) contacted the support team to report that the infusion set had fallen off early. There was patient involvement/ no adverse event reported.